Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 years after the dental implant was installed in intraoral region #7, it was verified its loss of osseointegration. Immediate load was not performed. The patient presented bone type ii.